Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to frequent charging of the implantable pulse generator (ipg) and magnetic resonance imaging (MRI) preferences. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the facility and will not be returned for analysis. Postoperatively, the patient was fine, full programming appointment remained pending.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative. Additional pro code selection that applies to the indication of this device - <qrb>.

Manufacturer narrative:
Correction to the initial MDR in b5. B3: estimated based on gfe response from sales representative additional pro code selection that applies to the indication of this device - <qrb>.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to frequent charging of the implantable pulse generator (ipg), which ultimately resulted in the patient losing the therapy. Additionally, the battery was upgraded to ensure compatibility with magnetic resonance imaging (MRI). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was disposed by the facility and will not be returned for analysis. Postoperatively, the patient was fine, full programming appointment remained pending.